Event description:
Atrial lead noise, atrial oversensing, high atrial threshold/increasing threshold (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).